Manufacturer narrative:
E1: patient city: (B)(6). Patient country: the united states. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced adhesive failure on (B)(6) 2026, in which the tape was not sticking. The infusion set had been in use for less than one day. No further information available.